Event description:
During the infusion of antibiotics, there was leakage at the catheter exit site. The catheter was removed and replaced the reporter stated that the facility used 5cc prefilled saline syringes with the catheter.